Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue.  The third party service agent replaced the biphasic module assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.  The device was not returned to physio-control for evaluation. The third party service agent evaluated the device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. New information for supplemental medwatch: after multiple attempts, physio-control has been unable to contact the third party service agent regarding resolution of the reported issue.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  The third party service agent replaced the biphasic module assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.  The device was not returned to physio-control for evaluation.

Event description:
It was reported that the customer's device would not deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.